Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned. However, performance data was collected from the device and analysis of the device memory found no anomalies. It was noted atrial capture management was programmed off, so no atrial capture threshold was recorded. (B)(4).

Event description:
It was reported that a few weeks following the implant procedure, the right atrial (ra) lead thresholds increased significantly and the ra lead was explanted and replaced. At the time of the lead replacement procedure, it was also noted the implantable pulse generator (ipg) battery longevity was shorter than expected, possibly due to temporary high ra lead thresholds. The ipg was also explanted and replaced. No patient complications have been reported as a result of this event.